Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes to administer external pacing. According to the reporter, the device intermittently, momentarily, stopped pacing when it was "jostled or positioned in a certain way" and had to be manually restarted. No adverse affects to the pt were reported as a result of the alleged malfunction.